Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 75446545, 510k # (B)(4) was cleared in the united states. Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, two l5 screws were broken. The surgeon commented that if bone union was completed, the l5 screws might not been broken. Both sides of l5 screws were removed as broken. All screws were removed and replaced. No fragments of the products remaining in patient.